Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior tibial artery. Slight dilation was performed using a 1.5mm coyote es balloon but it was unable to advance firmly to the lesion area. The device was exchanged with a 1.2mmx15mmx141cm fg coyote fc otw (emerge¿) catheter balloon. During the first dilatation, the balloon ruptured. It was determined that there was no way to cross the lesion because even the microcatheter was unable to advance. The device was completely removed from the patient's body. The area beyond the ankle joint has been dilated with a 2.5mm balloon and the flow became better than before the operation and the procedure was ended. No patient complications nor injuries were reported.